Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 20 ga 1.00 in had a damaged tip and leaked. The following information was provided by the initial reporter: "the nurse found that the catheter tube end was broken when pulling back the needle of the indwelling needle, resulting in blood outflow".

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 20 ga 1.00 in had a damaged tip and leaked. The following information was provided by the initial reporter: "the nurse found that the catheter tube end was broken when pulling back the needle of the indwelling needle, resulting in blood outflow".

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.